Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Final analysis of the desktop charger (serial# (B)(4)) revealed broken connector pin. The conclusion code apply to desktop charger (serial number (B)(4)) and conclusion code apply to implantable neurostimulator (serial number (B)(4)) .

Event description:
Information was received from a consumer's family regarding a patient who was implanted with a neurostimulator for parkinson dual and movement disorders. It was reported that the ac adaptor connector pin broke off and patient thought it was stuck inside the implantable neurostimulator recharger ( insr). They were not sure if damaged was due to normal wear and tear, they thought patient might have damaged it when tearing apart in his room or when trying to connect the equipment. There was no out of box failure reported. They were not with patient on the day of report. It was indicated that the charge was emptied and patient was not getting any therapy now. A day later, it was further reported that the power supply connected to recharger was broken and not working, so they unable to charge the device. It was indicated that patient was fully changed presently but might loss charge on monday.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care professional (hcp) reported the patient would have a new piece of the recharging system that was broken sent to them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.